Event description:
It was reported the patient presented to the intensive care unit (ICU) with syncope. Upon interrogation, it was noticed the implantable cardioverter defibrillator (ICD) was intermittently undersensing the right ventricular channel. Programming changes were implemented. The patient was in stable condition.